Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented with sudden swelling of the left arm. A sonography was performed and showed a thrombosis of vena subclavian. The clinic suspected the right ventricular (rv) lead as a cause of the thrombosis. The patient was hospitalized overnight and a compression bandage was used. The patient was given an anticoagulant medication via intravenous. The patient was discharged from the hospital the following day. The rv lead remains in service and no additional adverse patient effects were reported.